Manufacturer narrative:
The single use device was received for evaluation. Visual inspection revealed that syringe had dry, yellow/brownish gelatin granules. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there were brownish particles in the gelatin syringe of a floseal hemostatic matrix kit. During mixing of the product, the product did not mix normally. The device was used on a patient, and when using the product not all the product came out of the syringe; brownish particles remained in the syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.